Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the dilator was perforated at 1.28¿ proximal to the distal tip and the sheath soft grey tip was perforated at 0.05¿ proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath perforation remains unknown.

Event description:
During an atrial fibrillation procedure, a sheath puncture occurred. The brk needle with stylet did not fit through the sl1 sheath and the needle punctured the sheath on its distal side. Another sheath was used to complete the procedure with no consequences to the patient.